Event description:
An error message was reported with the adc device. The customer was unable to obtain readings due to receiving an error 9 message, experienced symptoms of hypoglycemia, a seizure, a loss of consciousness, and was unable to self-treat. The customer had contact at home with a non-healthcare professional third-party (caregiver) who provided sugar bits, honey, and juice as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Built-in reader test was performed and got passed and no error message was observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer was unable to obtain readings due to receiving an error 9 message, experienced symptoms of hypoglycemia, a seizure, a loss of consciousness, and was unable to self-treat. The customer had contact at home with a non-healthcare professional third-party (caregiver) who provided sugar bits, honey, and juice as treatment. There was no report of death or permanent injury associated with this event.